Event description:
It was reported that an em2400 valve set was leaking from port 2. This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). Correction made to b3 event date: (B)(6) 2022 (previously submitted as (B)(6) 2022). Correction made to initial g3: date received by MFR: 5/20/2022 (previously submitted as 5/19/2022). Correction made to f10/h6: component codes: g04001 (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between march 29, 2022 to march 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.